Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited poor sensing, decreased impedances, increased thresholds and did not convert the patients ventricular tachycardia (vt) and ventricular fibrillation (vf). The physician decided that the original placement of the lead was never optimal, so as a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).